Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the cage was loaded onto the inserter and as the surgeon went to insert using a mallet, the cage shattered upon insertion. X-ray confirmed that all broken pieces were able to be removed. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.